Event description:
The intravenous tubing broke off above the luer lock adapter of the extension set, causing blood to back up. The tubing was connected to a central line. The pt became short of breath with a decrease in blood pressure to 90/60. The pt had an estimated blood loss of 30-40cc.